Manufacturer narrative:
Corrected data: in the initial report, it was noted that the comment in section b5 "there was patient injury" was incorrectly reported. Therefore, this supplemental filing is to correct the comment to: there was no patient injury. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded toric intraocular lens (iol) had a haptic broke off during implantation. The surgeon had difficulty removing the lens and re-implanting another lens. Through follow up, the surgeon clarified that the difficulty in the iol insertion was due to unusual requirement for extra force when turning the insertion device handle. The lens was inserted and the torn off haptic was immediately visible in the plastic end of the insertion device. There was some difficulty in cutting the lens, but an adequate cut was achieved. The incision was extended from 2.2 mm to about 3 mm and there was no difficulty in removing the lens and in lens replacement. This was a planned incision enlargement. Sutures were not required. The posterior capsule remained intact and no vitrectomy was required. There was patient injury. Another johnson & johnson lens (same model and diopter) was implanted as a replacement. The patient was doing well at discharge and was fine at the 1 day follow up. Based on the surgeon's recollection, the surgeon referred to the patient as a younger male, however, the surgeon indicated he just returned from holiday and will send us additional patient demographics at a later date. No other information is available at this time.

Manufacturer narrative:
Section a4, a5, a6: unknown/asked but unavailable (asku). Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.